Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that myopotential oversensing was observed. Inhibition of pacing was noted. Programming changes were recommended. The device remains implanted. The patient will be monitored with routine follow-up.